Event description:
Per additional information received it was determined that one of the leaflets was not functioning properly (inadequate coaptation) and there was mild central regurgitation. The patient was not experiencing symptoms. A valve in valve procedure was successfully performed without issues and patient was fine post procedure. Under-expansion valve was perceived to be the caused of the leaflet not functioning properly.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from additional information received and a product investigation. The complaints for ''post-implantation - improper leaflet coaptation'' and ''post-implantation - central regurgitation'' were unable to be confirmed as medical records and relevant imagery were not provided for evaluation. A review of IFU/training materials revealed no deficiencies. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance could not be determined. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that implanting sapien 3 valve in native pulmonic position was not indicated for use. Therefore, it was off label operation. As reported, ''after 2 years and 6 months of procedure, it was determined that one of the leaflets was not functioning properly (inadequate coaptation) and there was mild central regurgitation'' and ''under-expansion valve was perceived to be the caused of the leaflet not functioning properly''. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, deployed valve was under expanded, which could lead to suboptimal leaflet coaptation, resulting in central regurgitation as reported. It should be also noted that implanting sapien 3 valve in native pulmonic position was not indicated for use. Therefore, it was off label operation. As such, available information suggests that procedural factors (under expanded valve, off label operation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor a new product risk assessment (pra) is required.

Manufacturer narrative:
The investigation is ongoing. H3 other text: the valve remains implanted.

Event description:
As reported by an edwards lifesciences affiliate in ireland, regarding a 26mm sapien 3 transcatheter heart valve in pulmonary position, 2 years and 6 months post procedure, it was determined that one of the leaflets was not functioning properly. Therefore, a valve in valve procedure was performed.